Event description:
It was reported that the patient experienced discomfort with his spectra penile prosthesis. The patient underwent surgery to replace the spectra cylinder with one tactra cylinder that was implanted on the right side. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced discomfort with his spectra penile prosthesis. The patient underwent surgery to replace the spectra cylinder with one tactra cylinder that was implanted on the right side. There were no further patient complications reported.